Manufacturer narrative:
This report is submitted on 18 november 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to infection at implant site. It is unknown if the patient was re-implanted with a new device during the same surgery.